Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could reproduce the reported complaint. The fse reviewed the error logs and confirm errors 307 and 319 pointing to universal surgical manipulator (usm) 3. The fse replaced usm 3 to resolve the issue. The system was tested and verified as ready for use. The usm 3 was returned for further investigation; however, evaluation/investigation has not been completed. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when evaluation is completed and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A system log review was performed by the tse. Per the review, the issue occurred during a procedure on (B)(6) 2022 using system (B)(4). This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that non-recoverable error 307 and 319 occurred on universal surgical manipulator (usm) 3. The customer tried to resolve the issue with emergency power off (epo), but the issue persisted. The tse had the customer disable usm 3 and continue with the procedure with the other three arms. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and no errors were noted. The procedure was completed robotically with three usm arms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The usm was tested on an in-house system and failed normal mode since error 319 was triggered. Errors 319, 1126, and 31226 were confirmed upon reviewing remotefe logs. The usm was tested on a patient side cart (psc) fixture test platform (pftp) and failed fiber tests, which pointed to rolling loop fiber. When rolling loop fiber was swapped with a gold rolling loop fiber, the unit passed fiber tests. When the original rolling loop fiber was reinstalled, the unit failed on fiber tests. The unit passed all required tests except yaw sensors check when being tested on pftp with gold rolling loop fiber. Rolling loop fiber assembly will be replace as a fix. The cause of this failure was contributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.